Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e218 (scope malfunction error) occurs. Based on the results of the investigation, a probable root cause could not be identified for the reported allegation. In regards to the newly discovered malfunction, the cause was due to a shortcut of the circuit board unit. The event can be detected/prevented by following the instructions for use which state: evis exera iii, gastrointestinal videoscope, gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system for safe use handling and general precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had scope error e237, some speckles and some lines on the monitor, then goes black. The issue occurred during inspection for use. There were no reports of patient involvement.